Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. It was reported the patient began treatment with dianeal pd4 2.5% ambuflex therapy (2500 ml, 4 exchanges, frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) over six months ago (date unspecified). At the time of this report, dianeal therapy was ongoing. On an unreported date, the patient (pt) had a break in aseptic technique described as a mistake of touch contamination (details not provided). As a result, the pt experienced peritonitis but was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin (dose, frequency and route not reported) for the peritonitis. Concomitant therapy was not reported. At the time of this report, the peritonitis was ongoing but the patient was improving. On an unreported date, the patient was re-trained in proper aseptic procedure for performing pd therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient, described as touch contamination. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.